Event description:
Shortly after the lead revision procedure, it was observed that the patient's incision site was swollen. The surgeon discovered a hematoma. The hematoma was drained.

Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. The patient is reportedly doing well. This is the final report.